Event description:
It was reported that (B)(4) software load was attempted from medtronic sdn (software data network). The screen went blank and an error code displayed. Attempted to repair with the repair diskette. Powered off then on, same blank screen with same error code. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): system error verified one time. Intermittent printed circuit board failure found. Cooling fan is intermittently noisy.